Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a (B)(6) female patient underwent hernia repair surgery on or about (B)(6) 2013. During the hernia repair surgery, the surgeon implanted a lifecell stratticemesh. After surgery, the patient returned to the hospital on or about (B)(6) 2017 was diagnosed with a recurrent hernia and underwent a mesh revision operation.

Event description:
This is follow up #1 to report on august 22, 2022, pmqa received notification from legal that the lot associated with this event was found through discovery and is s11135-124. No other information was reported. As reported in the initial: it was reported through a legal event that a 71 year old female patient underwent hernia repair surgery on or about on (B)(6) 2013. During the hernia repair surgery, the surgeon implanted a lifecell stratticemesh. After surgery, the patient returned to the hospital on or about on (B)(6) 2017 was diagnosed with a recurrent hernia and underwent a mesh revision operation.

Manufacturer narrative:
Internal investigation into strattice lot: s11135 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 09/14/2022, all (B)(4) devices released to finished goods for lot: s11135 have been distributed with (B)(4) reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.